Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref. MFR report #: 1627487-2014-12671. It was reported the pt experienced over stimulation. X-rays taken showed the leads migrated. The leads and extension were explanted.